Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk bi-ventricular (bi-v) defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. Follow-up received from the representative revealed the chronic left ventricular lead was damaged during the device replacement. The lead was capped and later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.